Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service due to oversensing, inappropriate therapy and insulation damage. It was replaced with a new endotak lead model 134 without issue.